Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in the field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. Product ID: d154awg implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2007; product ID: 5554-53, implantable pacing lead, implanted: (B)(6) 2007. (B)(4).

Event description:
It was reported the right ventricular (rv) lead fractured. It was also reported the rv lead exhibited high impedance that had been steadily rising. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.